Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Sample inspection: external and internal inspection were performed on the customer¿s returned pca module. During external inspection, the pca module (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed with corrosion and dry fluid residue. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to closed position as intended. Barrel clamp assembly was functioning as intended. The door was observed with cracks. During internal inspection, the pca module was opened for internal inspection and lower front case screw insert was observed broken. One of the inserts on the internal frame was observed broken. These observations were not related or relevant to the customer¿s complaint. All parts inspected are manufactured by bd. Log analysis results: the pca module error log shows no errors or malfunction on the reported day of the event. The pca event logs shows the pca module was infusing an infusion. The pca was restarted and the infusion was completed. The pca module alarmed for max limit and powered on at 1:13 pm on 27 (B)(6) 2021 without being channeled off or disconnected prior to the device being powered on. Test results: the pca failed the functional test due to the pca module flashing on when attached with no channel ID displayed. When another pump module was attached to the right side (male) of the pca module and the pca module displayed a communication error while the pump module displayed a channel ID (a). A second pump module was attached to the left side of the pcu and found the pca module to display a communication error while the pump module on the right was assigned the channel ID (b). The results show the left iui (female) caused a channel assign error giving each module the wrong channel ID. The left iui (female) was replaced with a new female iui and found the system to be functioning as intended. Test methods: n/a functional testing replicated the communication/power loss event. Device history review: a review of the device history record showed the device had a manufacture date of 11/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for 13545589 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customer¿s experience with an unexpected shut off is due to corroded contact pins on the female iui. Corrosion on contact pin 3 on the female iui can lead to the pca module losing power. The customer reported complaint of an experience with an unexpected shut off was confirmed during functional testing. The review of the pca error and event logs confirmed a power loss scenario where the pca was powered on without being channeled off or disconnected prior to the power on inspection of the customer¿s returned pca module was found with signs of corrosion on the contact pins. Corrosion on the contact pins can lead to communication errors and power loss scenarios. The corrosion on pin 3 of the female iui can lead to the device losing power when attached to another device replacement of the female iui for the customer¿s returned pca module found the system to be functioning as intended. The device was being used for treatment.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for 1s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. There was no patient harm. The customer stated no further information is available.